Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling a cartridge during the load sequence. Customer changed the needle to resolve the issue. No impact to the customer¿s blood glucose.